Event description:
An endurant stent graft system was implanted for the endovascular treatment of a left femoral artery aneurysm. The proximal neck was 20 mm in diameter and 25 mm in length. Maximum aneurysm measured 42mm in diameter. The left common iliac artery was 15 mm in diameter and the right common iliac artery was 16 mm in diameter. The right external iliac artery measured 7 mm in diameter and the left external iliac artery measured 8 mm in diameter. It was reported that during deployment of the 23x16x145 device, the physician pushed up from the below the bifurcation however, partially occluding the internal iliac artery. The final angiography confirmed that the left internal iliac artery was fully occluded and the device had extended over the right external iliac artery. The physician commented that the insertion of other manufacturer¿s stiff wire would have straightened the vessel, and the length would have been shortened. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).